Event description:
The patient was taking an unspecified insulin unknown formulation via a pen injection device (humapen ergo, ms8929, lot number is unknown, clear cartridge holder (cch) attached) for diabetes mellitus. The person operating the device was the patient. It is unknown if the operator of the device was trained. The pen was reported to have broken tabs on cch. The device was not yet returned to the company.